Manufacturer narrative:
(B)(4).

Event description:
It was reported that a premature sensor expiration occurred. The sensor was inserted into the abdomen on (B)(6) 2019. No product or data was provided for evaluation. Confirmation of the complaint and the root cause could not be determined. No injury or medical intervention was reported.